Manufacturer narrative:
The complete event site name is (B)(6) medical center. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "communication failure" alarm issue. However, the fse found in the error logs that there were many "buffer and memory full" errors and also "no data" for print requests. To fix the issue, the fse replaced the executive processor board and ran the iabp with no errors. He also calibrated pressures and transducers and competed all diagnostics testing. Once diagnostics was completed, the fse ran all performance tests and found no errors with the iabp. Then he performed full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
A customer reported that the cardiosave intra-aortic balloon pump (iabp) would alarm "communication failure" and would not print. The circumstances in which this event occurred are unknown, however no patient involvement or adverse event was reported.